Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on their insulin pump. The customer also reported insulin was squirting out during a manual prime. Customer stated they did not drop or bump the insulin pump. The customer's blood glucose was 13.2 mmol/l. Customer was advised the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Moisture damage was also noted on the motor assembly. Compromised force sensor system was not confirmed due to motor error alarm. The following cosmetic damage was noted on the device: cracked reservoir tube lip and cracked case at the display window corner.